Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the atrial lead. Device interrogation revealed p-wave amplitude variation, low pacing impedance, undersensing, high capture threshold, and oversensing noise on the ra lead no changes or intervention was reported. The patient condition was stable.

Event description:
New information received notes that the lead was capped and successfully replaced on (B)(6) 2023. The patient was stable and asymptomatic.